Event description:
It was reported that the right ventricular lead had an impedance greater than 3000 ohms. The lead remains implanted. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.